Event description:
The device was returned for evaluation and repair of the issue of image defect. There is no reported harm to any patient or persons. During evaluation of the returned device, it was observed that the device yielded no image. This medwatch is being submitted for the issue of no image observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to circuit board failure. Other observations for the device are: inspection tip insulation failure; a rubber adhesive chipping; video connector and video connector case cracked; and switches (sw) 1, sw 2, and sw 3 have scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the assignable cause for the suggested event was defect of coupled-charge device (ccd) unit or failure of internal board of scope connector or the system, however, it cannot be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.